Event description:
This patient was in the operating room undergoing a mastectomy. The surgeon was placing a left subclavian bard port catheter and bovieing the site when there was what he believes to be an arc made between the bovie and the port guide wire. The sponge adjacent to the field was ignited and resulted in the adjacent paper drape to ignite. The fire was tamped out in seconds and the field was covered with a wet sponge. The pt had a small 2x1 cm first degree burn to the skin. The area was dressed with polysporin and gauze.